Event description:
Customer reported the connection above and below the stopcock will not stay tight and connections unlock. All connections are tightened before priming and connecting to the patient. IV fluid and blood backs up and leaks out. There was no patient harm reported and no medical intervention required.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Unable to determine the cause of the connection not staying tight because the product was not returned. The root cause of this failure could not be identified.